Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, leaking bladder, and discomfort.

Event description:
It was reported that following insertion the patient experienced dyspareunia, leaking bladder, and discomfort.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 concurrently with a vaginal hysterectomy, anterior and posterior repair, cystoscopy, cystocele repair, and obturator bladder neck suspension. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to urinary incontinence and cystocele. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, emotional distress, and vaginal scarring. On (B)(6) 2006, the patient underwent excision of eroded mesh due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.